Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Guidewire analysis revealed that the ptfe coating was peeled along its proximal end length between 36.0cm to 40.0cm from its proximal tip. The torque device was situated where the coating had been scrapped off. From the condition of the guidewire, it appeared that the torque device had been dragged down the device scrapping the ptfe. The directions for use (dfu) cautions that insufficient tightening of the torque can lead to ptfe peeling. Therefore, a root cause of use/user error has been assigned to this finding.

Event description:
Analysis of the subject device revealed that the polytetrafluoroethylene (ptfe) coating was peeled off along its proximal end length. There was no reported clinical consequence to the patient.